Event description:
It was reported that the pump touch screen was on, but the display remained blue. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.